Event description:
It was reported that during programmer sessions, there would be inconsistent telemetry and noise during communication. Replaced the wand and the issue was resolved. The wand has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm or reproduce the reported event, the device passed all console and systems testing with no anomalies found. (B)(4).